Event description:
It was reported by an attorney that a patient underwent a sling procedure and a pelvic floor repair procedure on (B)(6) 2004, due to a cystocele, with urge and stress incontinence. Following surgery, the patient suffered from recurrent urinary tract infections, pain on urinating and urge incontinence. The patient was treated with multiple courses of antibiotics. The patient then experienced occasional fecal incontinence. On (B)(6) 2006, the patient underwent an eua, cystoscopy and urethral dilatation. In (B)(6) 2006, the patient had constant problems with urinary tract infections and was on antibiotics. A renal ultrasound confirmed that the pursuer had a significant amount of urine remaining in the bladder following micturition. From (B)(6) 2007, the patient had to self catheterize. On (B)(6) 2007, the tape was removed so that the patient could stop self catheterization. In (B)(6) 2009, the patient continued to experience urinary tract infections and still required to self-catheterize four or five times a day. The patient experienced erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.